Event description:
It was reported that the customer's insulin pump alarmed with a button error, after the device was exposed to moisture. Customer's blood glucose was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and stained end cap sticker. No button error alarm was noted.